Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, thick posterior leaflet, and mitral annular calcification (mac). A mitraclip xtw was inserted and positioned on the mitral valve. However, after the lock line was removed, the clip slightly opened. It was noted that the clip remained stable on the leaflets. The procedure was completed with one clip implanted, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported clip open while locked could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip opened while locked appears to be related to clip settling and/or patient anatomy (thick leaflets and mitral annular calcification (mac)). There is no indication of a product issue with respect to manufacture, design or labeling.